Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the observed deep scratch/cut on the acoustic lens issue could be determined however, the issue was likely the result of user handling/mishandling. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the ultrasonic gastrovideoscope showed air/water leakage from the switch key tops. There were no reports of patient harm. The device was returned to service where evaluation found a deep cut in the pink probe coating. This report is being submitted for the reportable malfunction found at evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation where service was unable to confirm the customer's complaint, though did find the reportable malfunction in b5. Other findings include a scope cover leak, light guide lens chipped, connecting tube wrinkled and the scope body is cracked. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.